Manufacturer narrative:
Fixture removal surgery. Pain when loading was reported as clinical sign. The procedure took place on (B)(6) 2025.

Event description:
Fixture removal surgery due to pain when loading. The procedure took place on (B)(6) 2025.